Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was prophylactically explanted in the context of a field advisory issued for this model device. It was reported that when the device was removed from the pocket, the header was observed to be partially separated from the device. To date, there is no indication that this device has exhibited the failure characteristics described in the field advisory.